Manufacturer narrative:
H3: visual findings observed only a single restraint was received, normally they are sold in pairs. The product was received in two pieces. The box stitch for the bed connecting strap is broken causing the product to come apart. Hair and lint observed on the hook and loop fasteners. The connecting strap has fuzzy/frayed on the side and edges. Both metal buckles open properly when in use with a universal key. Evaluation found the returned product has broken box stitches for the bed connecting strap causing the product to come apart. The broken stitches are located in-between the webbing of the wrist strap and the overlapped bed-connecting strap. The ends of the exposed threads have some unraveling with elongated thread fibers. The reported issue is a known issue and has been addressed internally via corrective action. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Per the IFU: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. Additionally, the IFU warns: do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. And additional or different body or limb restraints may be needed: if the patient pulls violently against the bed straps. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacture reference file (B)(4).

Event description:
Customer is reporting a complaint on product # 2798 restraint. Customer states that the strap broke free of the box stitching.